Event description:
Product analysis was approved on 05/29/2015. An analysis was performed on the returned cable, and the reported allegation was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to death or serious injury.

Event description:
It was reported that the nurse was received the error message "unable to open port" on the programming tablet. Troubleshooting steps was provided over the phone to the nurse, but the issue did not resolve. A replacement tablet usb serial adapter cable was provided. The suspect tablet usb serial adapter cable was received by the manufacturer for analysis. However, analysis has not been completed to date.